Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss occurred on transmitter 41xu0r. Data was evaluated and the allegation was confirmed as a loss of connection greater than an hour was confirmed for transmitter 80u8lw. The probable cause could not be determined. The reported event of an unknown duration of signal loss is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.